Event description:
In 2008, the patient reported the down button on his insulin infusion device stopped working about one month ago and the up button stopped responding on the day before. He said on two days prior to original date, the up button was still working, but when he awoke the next morning, it would not respond when he tried to give himself a correction bolus for an elevated blood glucose reading of 228 mg/dl. Symptoms were hand cramps, thirst, and dry mouth and he corrected his elevated reading by giving himself an insulin injection and switching to his backup infusion device. The patient did not require assistance from a healthcare professional or a second party to address the issue. Product was replaced and requested to be returned for evaluation.